Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned that a 25mm aortic valve was explanted due to calcification leading to stenosis, insufficiency, and paravalvular dehiscence.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm edwards pericardial aortic valve was explanted after an implant duration of approximately 12 years due to perivalvular leak and central insufficiency secondary to implant degeneration. A 27mm pericardial valve was implanted in replacement. The patient was noted as discharged without any reported complications.